Manufacturer narrative:
Correction to field b3: date of event.

Event description:
It was reported that the patient experienced inadequate stimulation from the lead of the spinal cord stimulator (scs) system due to the original placement of the lead during the initial implant procedure. The patient underwent a procedure in which the lead was repositioned. The patient is doing well post operatively. No devices will be returned as they all remain implanted.

Event description:
It was reported that the patient experienced inadequate stimulation from the lead of the spinal cord stimulator (scs) system due to the original placement of the lead during the initial implant procedure. The patient underwent a procedure in which the lead was repositioned. The patient is doing well post operatively. No devices will be returned as they all remain implanted.